Event description:
It was reported that during clinic visit, the health care professional (hcp) reported experiencing difficulties interrogating this pacemaker device with the programmer. The hcp called technical services (ts) and requested troubleshooting assistance. Ts confirmed the correct programmer was in use and walked through the troubleshooting steps with the hcp. The troubleshooting efforts were unsuccessful. Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, the pacemaker and programmer remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.